Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. A corroded motor assembly was noted during the visual inspection. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via phone call that they were pushed into the swimming pool while connected to the insulin pump. Customer stated there was condensation present on the insulin pump's screen and an unexpected restart alarm occurred after the battery was inserted. Customer's blood glucose was unknown. The customer also reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.